Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed the probe leaking from the bottom. The fse found the tubing between the syringe pump and the color clarity and specific gravity module (cgm) had a crack and was dripping wash solution. The fse replaced the tubing in between the syringe pump and the cgm to correct the leak. The fse ran controls and the controls passed, the system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer is failing ca/cb/cc quality controls on multiple analytes. There were no erroneous patient results generated or reported out of the lab.